Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. The blood glucose result was around 30.0 mmol/l on an unknown meter in the morning. The patient vomited the night before going to the hospital. The patient was treated with an insulin pen at the hospital and she stayed in the hospital over the weekend. The infusion device was requested to be returned for product evaluation.